Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. The evaluation indicates if the device contributed to or could have contributed to the reported event. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The video attached to the complaint was reviewed by the manufacturing site. The video shows occlusion, harms which are sutured. Reported issue cannot be confirmed from the video. The attached customer video confirms the reported corneal burn, alarmed with an error code of occluded. However, because a sample was not returned and the video confirms the reported issue of corneal burn, alarmed with an error code of occluded. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that machine alarmed with an error code of occluded. The surgeon looked up at the machine to see why it was alarming and when he looked back at the eye within ten seconds, he noted a burn on the cornea. The phacoemulsification tip caused the burn (corneal thermal injury). The piece of equipment was immediately removed. The wound was gapped with iris prolapse. The surgeon used a nylon suture to close the wound in an axial way and then followed by a mattress suture closed with nylon suture. After the wound was sutured, the surgeon made a paracentesis incision and removed the cataract and placed an intraocular lens (iol) implant. The anterior chamber was a little shallow. The surgery was completed after replacing the product with another one. The patient was slowly recovering. The stitches were still in his eye and he did not currently have vision out of that eye. The physician stated that it will take about three to four months to fully heal. This report pertains to phaco tip involved in reported events.